Manufacturer narrative:
Additional information: b6: mean and mode used. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (peripheral anterior synechiae and iop increase) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented approximately five (5) months postop with increased intraocular pressure (iop), and peripheral anterior synechiae (pas), described as "mild and non-serious". There was no report of intervention, and the event was noted as unresolved. Additional information has been requested.